Event description:
As it was reported by the affiliate: the stent could not be deployed, since balloon could not be inflated. It was withdrawn. Rewritten: the balloon on the cypher stent delivery system would not inflate; therefore, the stent could not be deployed. The product was withdrawn. The product has been returned for analysis.

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional information will be provided within 30 days of receipt.